Event description:
A malfunction alarm was reported without any notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappeared.